Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to multiple fills and drains being outside of volumetric specifications. External and internal visual inspections were performed with no issues found. The device passed temperature verification and pneumatic system testing found no leaks and all pressures were correct and stable. Accuracy confirmation testing was performed and the device failed with the original piston foam, passed when new foam was installed, and failed when the original piston foam was reinstalled. An inspection of the piston found the piston foam to be disintegrated. A review of the event history log of the device found nothing related to the reported issue. The cause of the reported issue was determined to be the disintegrated piston foam. The piston foam was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.